Manufacturer narrative:
Device issue with inomax dsir #(B)(4) (complaint-(B)(4)). The device investigation was completed on 29-jul-2015. Case comment: august 4, 2015: this is a non-serious, post-marketing device report. A respiratory therapist reported a display, backlight failure in an inomax delivery system dsir, while the device was not in use on a patient. No adverse event associated with the device failure in this case was reported. The case is considered reportable because a previous similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2013-00023). Eval summary: inomax dsir #(B)(4) was returned to the MFR for service investigation. Following regional service center (rsc) investigation, including a service log review and subsequent performance testing, the complaint was confirmed. Service log review revealed delivery failure alarms raised due to backlight current below minimum 800 counts (actual 604 counts); consistent with the reported failure of blank display. The rsc also experienced the reported failure of display blank when the device was booted up. The display/touchscreen assembly was replaced. A full functional test was performed and the device operated according to specs so it was returned to the device service pool. The root cause for this report was display-backlight failure. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. Case description: on 09-jul-2015 a respiratory therapist (rt) in the united states contacted the company regarding a device issue with inomax dsir #(B)(4). The device was not in use on a patient at the time of the complaint. The rt reported that upon powering on the device, that the display screen remained blank. The device was plugged in but failure remained. Inomax dsir #(B)(4) was removed from service and returned to the company for device investigation.